Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was exhibiting high undefined pacing impedance, double counting, noise, and had possibly fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.